Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a motor error alarm and a leaky reservoir. The customer's blood glucose level was 309 mg/dl. Customer stated he smelled insulin. Customer reported seeing fluid in the reservoir compartment. Customer stated the source of the leak was because the cap was loosened. The customer's reservoir was replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies, and none were found. Ran the basal, bolus leaking tests, and no leaks were noted.